Manufacturer narrative:
Lot #: batch number 0017113 does not exist for material number 364902. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder/ pre-attached multi. Samp. Adapter, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: unable to collect specimen.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/9/2021. H.6. Investigation: bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for unable to collect specimen with the incident lot was not observed. The sample shows no visual signs of damage or leak and is inconclusive of the reported failure. Additionally, 48 retention samples from bd inventory were evaluated by visual examination for damaged components, 12 were tested for leakage, and 12 were visually evaluated for clogged cannula, and no issues were observed relating to unable to collect specimen as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to collect specimen. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder/ pre-attached multi. Samp. Adapter, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: unable to collect specimen.